Manufacturer narrative:
Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be completed.

Event description:
Status post plate and screw implantation pt returned to surgeon for post op visit. An x-ray showed a screw backing out of the plate. Surgeon is not removing the hardware at this time and will monitor the pt. This is two of two reports for this event.